Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod cannula was dislodged from the infusion site (leg) after bumping the pod on a counter, which resulted in the patient's blood glucose level rising above 300 mg/dl while wearing the pod between 36 and 48 hours. The patient went to ER for medical attention on (B)(6) 2026. The patient stated symptoms of nausea, jittery and headaches. The patient also stated the diagnosis received at the time of seeking medical attention was dehydration. As treatment, the patient was given 10 units of insulin and two bags of fluids. A new pod was placed onto the patient. The patient was discharged on the same date, (B)(6) 2026, after 4 hours.